Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported a false positive result with the ID now covid 19 assay performed on (B)(6) 2021 with as a nasopharyngeal sample. Confirmation testing was performed (B)(6) 2021 using the tma method with a nasopharyngeal sample and generated a negative result. No additional patient information, including treatment and outcome, was provided.